Manufacturer narrative:
One catheter with monoject 0.8 cc limited volume syringe was returned for evaluation. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the backform between the inflation and pa distal lumens. The proximal injectate lumen was patent without any leakage or occlusion. Further examination confirmed the leakage between the inflation and pa distal lumens from inside the backform. An x-ray was taken and no voids were observed. The x-ray revealed that the pa distal extension tube was placed against the catheter tube. A cut down was performed on the backform to expose the leak location. The leakage was located where the distal extension tube and the catheter tube meet. Location of the interlumen leak was determined by clipping the catheter body from the distal end until the leakage stopped. No visible damage to the balloon latex, catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 0.8 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of blood leakage issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon did not inflate before use. There were no patient complications reported.